Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The consumer stated that the chair is turning on by itself. She has not been injured.